Event description:
A siemens technical applications specialist (tas) discovered that the operators of an immulite 2000 xpi instrument were using tube top sample cups for patient samples, but were placing them in racks not designed for tube top sample cups. The operators were also running the instrument with the main cover open. There were no reports of discordant results or injury to the operators due to the tube top sample cups being placed in incorrect racks during testing or the instrument being run with the main cover open.

Manufacturer narrative:
A siemens tas discovered that the operators of an immulite 2000 xpi instrument were using tube top sample cups for patient samples, but were placing them in racks not designed for tube top sample cups. The operators were also running the instrument with the main cover open. Both of these practices are against siemens specifications. As per the immulite 2000 xpi operator's guide, "to use tube top sample cups, you must load them into a tube top rack designed for that purpose." Throughout the operator's guide, it is indicated to close the main cover when running the instrument. Error codes are produced by the system to indicate when the instrument performs while the main cover is open. A siemens customer service engineer (cse) ordered a rack appropriate for tube top sample cups for the laboratory staff, who said they would discontinue use of the incorrect racks. The cse also advised the operators not to run with the instrument with the main cover open. The cause of the operators running the instrument with the main cover open and running tube top sample cups in the incorrect rack was off-label usage of the instrument by the customer. This instrument is performing according to specifications. No further evaluation of this device is required.